Event description:
It was reported that the lead dislodged to the tricuspid valve, causing r-waves to drop from 20 mv to 2 mv. The patient had a vf episode, and therapy was ineffective. Further information was received which indicated that the lead had possibly dislodged due to excess physical activity by the patient. The lead had pulled back with the shocking coil in the atria, so the shocking vector was less than optimal. It appeared that the suture sleeve had not been tied tight enough. The lead was explanted and replaced. It was later returned with a report that the patient came to the hospital in cardiac arrest. No further patient complications have been reported as a result of this event, and the patient was reported to be doing fine following the lead replacement procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.